Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Customer was unable to resume insulin therapy and reverted to manual injections for insulin therapy. A replacement pump was sent to resolve the issue. The customer's blood glucose level was 340 mg/dl.